Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl with high ketones. Customer changed pump supplies to address the issue. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to manual injections for insulin therapy.